Event description:
It was reported a patient experienced a pseudoaneurysm sometime after angio-seal deployment. Additional information stated the physician alleges the angio-seal did not create a full compaction therefore causing a leak around the puncture site. The patient was reported to be fine with no adverse consequences experienced.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.